Event description:
Information received by medtronic indicated that the reservoir retainer ring was damaged. The reservoir was able to lock in the place. Customer stated that the insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). S/w 3.18e. P-cap locked in place properly during testing. Unit received with cracked retainer.